Event description:
Additional information from the physician indicated that at the time of the event the patient was also taking oral valium. The patient was asked to come to office as soon as possible for a pump refill in clinic. There was no harm to the patient.

Event description:
Information was received from a consumer in regards to a patient who was currently being treated with lioresal intrathecal (2000 mcg/ml; dose and lot # unknown). The patient's indication for use was intractable spasticity and stiff man's syndrome. The patient experienced an emergency with the pump alarms. A couple of months prior to (B)(6) 2016, the refill date was entered incorrectly into the computer. The date was later than it should have been, and as a result the patient missed a refill a couple months ago. The patient thought the alarm was her cell phone, but the alarm then changed to the ambulance alarm. The healthcare provider quickly refilled the pump and the patient recovered without any issues. There had been just enough liquid (a few drops) in the pump, so it did not go dry. The patient did not have any symptoms but did suffer from post-traumatic stress, so the event had been trying on her. The patient had recovered without any issues, and the healthcare provider changed the protocol so now the patient was to make a refill appointment at least a week or more ahead of the alarm date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.